Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of physical damage was due to the front cover, rear case, front & rear door, left & right iui connector, left handle, shaft seal, barrel clamp, latch module. Replaced front cover, rear case, front & rear door, left & right iui connector, left handle, shaft seal, barrel clamp, latch module a review of the device history record for sn (B)(4) was performed from date of manufacture 09/17/2008 to the present date 10/21/2020 and confirmed that this device was not previously returned for servicing and there were production failures (q6 200086123) display - lcd /led failure which does not correlate to the customer reported issue.

Event description:
The customer reported physical damage to the device. No patient involvement is noted.